Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips from the device scissored or were not secure on the vessel/duct. The same device was used to finish the case. There was no consequence to the patient.